Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were having trouble charging their implant and the issue began a month after their second operation to readjust their implant. Patient noted their healthcare provider (hcp) operated to readjust the implant because it moved and looked like an egg. Patient stated that they had to hold the wireless recharger over their implant with their hand every time they charged the implant. Patient also stated that in the beginning when they first started to use the equipment they would feel the tingling going down their legs but now they didn't feel anything. Patient mentioned that they increased the stimulation up to 4.5 or 5.0 but they still couldn't feel the stimulation. Patient noted they would turn stimulation off when they charge their implant. Patient stated their handset does not turn on. Patient noted 2 days ago their implant was 100%. During the call, patient reset the wireless recharger, controller showed 100% and patient was able to power on the handset. Patient was able to connect to the implant and saw the implant was 30% charging with a good connection then excellent connection. Patient mentioned they had a belt and the belt was a large belt that was too big. The issue was not resolved. An email was sent to the repair department to replace the belt. Patient commented they hurt their right hand and they can't use their right hand until they see their orthopedic. Patient called back repeating information from previous call and reporting they had not received the replacement belt. Patient stated that they were supposed to be sent a smaller belt last thursday and still have yet to receive it. Patient noted that the handset not turning on is still an issue; patient added that the screen still just displays black and then a circle pops up in the middle and says 100% and that they have to hold their finger on the screen for a long time. Patient mentioned they have been through troubleshooting and nothing resolves the issue. Agent sent a request to repair to replace the belt due to the belt never being sent and an email to device registration to update the patients date of birth. Agent transferred the patient to healthcare it for further assistance with handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.